Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosed, moderately calcified, slightly tortuous lesion in the mid left anterior descending (lad) artery. A 3.0x23mm xience xpedition stent was advanced to the lesion and deployed; however, a distal end dissection was noted. A 3.0x8mm xience xpedition stent was implanted to cover the dissection. There was no adverse patient sequela. No additional information was provided.